Event description:
On (B)(6) 2013, the patient mother contacted animas and alleged that her daughter was hospitalized after failing to disconnect when priming after a cartridge change on (B)(6) 2013. Patient was connected to the pump at the time per mom, and during the load the pump primed almost the entire cartridge ( 200u) into the patient. Patient was transported to the community. Hospital, and then transferred to a children's hospital and admitted to ICU for monitoring. Blood glucose was 270 mg/dl before change, and 170 mg/dl upon arrival at the community hospital. The patient has been discharged, and hospital physicians advised parents that her bg will remain in the 300-400 mg/dl range for 24 hours. Mom denies any trauma or moisture to the pump. Customer service advised mom to go to an alternative delivery plan, and instructed her on the importance of being disconnected from the pump when priming. This complaint is being reported because a patient required medical assistance after priming while attached, and because the pump discharged 200u during priming.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated the last basal delivery was on (B)(6) 2013. A review of the black box history revealed a ¿no cartridge detected¿ on the reported event date. The total daily dose added up correctly. The pump powered on to display the ¿verify¿ screen. The ¿ez-prime¿ steps were successfully performed on the pump. The pump was also successfully primed with no issues. The reported ¿load step malfunction¿ was unable to be duplicated during investigation. The force sensor was found to be out of calibration. The pump passed the 29 flow accuracy test. The pump was opened; moisture and corrosion was found inside the pump on the force sensor plate.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered contributory as the patient primed while attached to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.